Manufacturer narrative:
G4:09mar2021. B4:13mar2021. As a precautionary measure the bench technician stated that the motor controller (mc) pcba, blower and air inlet filter will be replaced. The bench technician replaced the mc pcba, blower and filters. A functional test was completed and passed successfully. The device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021.

Event description:
It was reported to philips that the device displayed an error message: blower motor temperature error. The device was in clinical use at the time of the event. The patient was switched to another v60 unit with no other medical intervention required. There was no report of patient or user harm. The customer requested that the device be returned to the philips bench repair for evaluation. An evaluation was completed and the bench technician found the error code in the error log. The device was run for one hour and checked the blower temperature, but no fault could be found. As a precautionary measure the mc pcba, blower and air inlet filter will be replaced.